Event description:
On (B)(6) 2026, a patient in italy underwent replacement of a percutaneous endoscopic gastrostomy (peg) tube with a jejunal (peg-j) tube. On (B)(6) 2026, the patient suffered a cardiocirculatory arrest and subsequently died. No further information was available, as the certifying physician¿s contact information could not be obtained. Causality was reported as not related. There were no reported allegations against the peg tubing or the tubing replacement procedure. The patient's medical history, concomitant medications, information on whether there were any procedural complications, if the patient was discharged home or hospitalized post-procedure, the patient's exact location at the time of the event, and details of any provided treatment were not reported. Given these limitations in available data, abbvie has decided to conservatively report this event.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.